Manufacturer narrative:
Additional information received advising of an update to the ae (cerebrospinal fluid leak). Revision required 2 further procedures to stop the leak: 1. Endoscopic endonasal repair of cerebrospinal fluid leak, with left abdominal autologous fat graft harvest and use for cerebrospinal fluid (csf) repair. 2. Endoscopic endonasal exploration for repair of cerebrospinal fluid leak and incision, exposure and harvesting of fascia lata, left upper leg for graft.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h10 (final narrative reported in follow up MDR #1 was not received by the FDA - see corrected narrative below): duragen suturable dural (durs1391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, device history records were reviewed and found no anomalies. Failure analysis - one (1) retain sample unit was visually inspected. Dispenser box was in good condition. No defect was observed on any the trays¿ appearance, sealing area, sponge appearance, and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Root cause - a root cause determination is not possible at this moment. The IFU addresses possible complications such as leaks "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Manufacturer narrative:
Duragen suturable dural (durs1391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records were reviewed and found no anomalies. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 1121308-2021-00040: an adverse event was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a patient participating in this study suffered a cerebrospinal fluid leak and required two further procedures to stop the leak. Patient was started on vancomycin/meropenem and was discharged home with a supply of ceftazidime. See additional details of the adverse event as follows: (B)(6). Adverse event#1: ae term: cerebrospinal fluid leak. Date ae reported or observed: on (B)(6) 2021. Adverse event onset or start date: on (B)(6) 2021. Adverse event resolution/end date: on (B)(6) 2021. Other specify: was ae serious?: yes. Ae relationship to device: possibly. Ae relationship to procedure: definitely. Outcome: resolved without sequelae.